Manufacturer narrative:
In this case, there was no reported device malfunction associated with the tsgc. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, a cause for the reported thrombus could not be conclusively determined. Additionally, thrombus is listed in the IFU as a known possible complication associated with triclip procedures. The reported unexpected medical intervention and medication were the results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a patient presented with grade 3 tricuspid regurgitation for a triclip procedure. During retraction of the dilator of the triclip steerable guide catheter (tsgc), thrombus was detected at the hemostasis valve. Additional heparin was administered. The guide was retracted out of the patient and the thrombus was removed by flushing the guide once again. The procedure was continued without further issues. The tr was reduced to grade 1.